Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.